Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. All keypad buttons were found to be responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. Unrelated to the original complaint, a leak was found in the cracked pump case with evidence of moisture corrosion on all internal circuit boards, on the keypad connector, and on the display.